Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check performed by tandem technical support reveled blockage in the tubing. Customer replaced tubing and resumed insulin therapy. It was reported that customer was using apidra insulin and was informed that this is off label. Customers blood glucose 153 mg/dl.